Manufacturer narrative:
Hematuria: the cause of the injury was not determined due to insufficient clinical details. Hypotension/paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. High purge pressure: the logs show a gradual rise in purge pressure concurrent with a decrease in purge flow starting on 10-aug. There were no long bag changes or motor current spikes outside p-level changes prior. The trends continued and purge pressure values rose above 800mmhg on 13-oct. Clinical mentioned pausing anticoagulation due to a hematuria. No alarms were triggered as purge pressure values did not exceed trigger threshold. The purge values recovered starting on 17-oct when tpa was added to the purge. The cause of the high purge pressure was determined to be due to biomaterial build up as evidenced by the gradual rise in purge pressure. Temporary pump stop: the data logs confirm alarm #119 pump stop. Pump was stopped for 9 minutes before able to be restarted. There were no purge related trends, motor current spikes or other related log abnormalities. The cause of the issue was not established as no product was returned for analysis. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the purge pressure concerns - tpa purge fluid started. No active alarms. Additionally it was reported that the patient received new medication for blood pressure and experienced hypotension and was orthostatic; the patient was unable to work with therapy. Furthermore, the patient experienced some runs of atrial fibrillation during support. Systemic ac stopped due to new hematuria. It was indicated that there were no concerns that it was impella related. Concerns of purge pressure - discussed tpa but holding off for now. Not listed at this time d/t abscess in groin - recently removed and will not be relisted until antibiotic regimen completed.